Manufacturer narrative:
Technical evaluation: the device was kinked in two locations on the distal section at 0.5 and 5.5 cm from the tip. The kinks did not entirely collapse the walls of the catheter lumen. Conclusion: the kinks may have occurred during the packaging process or during the removal of the device from the packaging cards. Similar failures have been seen when the operator fails to fully release the tabs on the packaging card before pulling the catheter from the card. The DHR of this manufacturing lot has been reviewed. This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009. A review of the device history record (DHR) was completed on part # 1097-04 (lot # l13066) and sub-assembly (B)(4) (lot# l12960). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. The DHR review of final assembly (lot# l13066) indicated that 100% inspection of the devices resulted in (B)(4) visual rejects; all lot passed 100% visual inspection. The DHR review of sub-assembly (B)(4) (lot# l12960) indicated that 100% inspection of the devices resulted in (B)(4) visual rejects post hub molding and (B)(4) visual rejects post coating. The lot passed hub air aspiration, in addition, all destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. Visual failure could not be attributed to the incident as all parts that failed visual inspection have been rejected and all parts released met specifications. No other anomalies were found with this lot due to the manufacturing process. The parts released in this lot met process requirement.

Event description:
Upon opening the package, the physician discovered a kink in the catheter tip. Another catheter was used successfully.